Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. They took out the infusion set and could not get the blood glucose to go down. They put in a new infusion set and it seemed to be working. The customer's blood glucose was coming down. They ran 10 units of bolus but nothing came out. They ran a system check and got no errors. They held the act button to fill the tubing a couple of times. They gave a manual injection of fast acting insulin to treat the high blood glucose. They declined troubleshooting. The device will not be returned for analysis.